Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii as well as anxiety . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening in the radius, red particle in the device, weight to the spec and crease fold . A microscopic analysis was performed which identify crease smooth opening on radius . Based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii as well as anxiety . Device has been explanted.